Event description:
I purchased a (B)(6) warm mist vaporizer and had been using it for several hours when I awoke to the smell of burning plastic. It's horrible that it ruined my furniture but who knows what could have happened had I not woken up. Can you imagine if this had been in a child's room? This is a huge, huge fire hazard and needs to be pulled from the shelves immediately. Purchase date: (B)(6) 2018.